Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed atrial lead noise. No intervention was performed at the time. The lead would be revised when the device reaches eri. The patient was asymptomatic throughout the event.